Manufacturer narrative:
The hillrom technician found the side communication power control board needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 2016, 2017, 2018, 2019, 2020 and 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the nurse call light did not work (the bed was not sending an alert to the nurses' station when the nurse call button was pushed) . The bed was located in med surg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).